Manufacturer narrative:
A ge service representative evaluated the system and released the upper limit lock and the vertical lift was able to move downwards. The system operates as intended.

Event description:
The customer reported the vertical lift will not move downwards. No patient injury was reported.